Event description:
Potential false negative. No trigger cells present in 22 fields of view (fov). Abnormal cells found outside fov. The site will be monitored to determine if expected occurrences as determined by the (B) (6) study are exceeded.